Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm was found in the pump history. The customer reported that the occlusion occurred during bolus delivery. The customer resumed insulin delivery without delivering the remainder of the bolus. The occlusion alarm had not sounded. The customer's blood glucose level was 427 mg/dl and indicated they would use insulin injections to manage diabetes.